Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Customer¿s blood glucose level was 365 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.